Manufacturer narrative:
(B)(4). Concomitant medical products- unk freedom cup, unk freedom liner. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to loosening, distal fixation failure at the level of the connecting pin to a hinge-knee 4 years post implantation.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Two x-rays were provided. One x-rays show no signs of loosening and satisfactory distal fixation. Second x-rays show distal-fixation failure at the level of connecting pin and loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Revision occured in 2012. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.